Event description:
Additional information stated that the patient had suicidal ideation.

Event description:
It was reported the patient experienced altered mental status. Intervention was indicated as "magnet placed over pump"; "magnet removed from pump". The severity was noted as severe. The outcome was noted as ongoing event. This resulted in in-patient or prolonged hospitalization. The pump was delivering dilaudid, baclofen and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient programmer, model# 8835, serial# (B)(4). Catheter model#8709, serial# (B)(4), implanted: 2011 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).